Event description:
It was reported that an angio-seal evolution was used for in a vascular closure. The suture broke during deployment. Ninety-six hours later, the patient was discharged. The patient felt pain and a hematoma developed at home. The patient was re-hospitalized for seventy-two hours and was discharged. The patient was on bed rest for fifteen days. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that be associated with the use of the device or vascular access procedures. If this should occur the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.